Manufacturer narrative:
Initial medwatch submitted to the FDA on 17/jan/2020. A review of the device labeling notes the following: warnings: only physicians possessing sufficient skill and experience in similar or the same techniques should perform endoscopic procedures. Users should be familiar with surgical procedures and techniques involving absorbable sutures before employing synthetic absorbable sutures for wound closure, as the risk of wound dehiscence may vary with the site of application and the suture material used. Ensure that there is sufficient space for the needle to open. Warning: do not introduce the device with the needle body in its open position. Adverse event: possible complications that may result from using the endoscopic suturing system include, but may not be limited to: pharyngeal, colonic and/or esophageal perforation. Esophageal, colonic and/or pharyngeal laceration. Intra-abdominal (hollow or solid) visceral injury.

Event description:
Reported as: "[the surgeon] performed an esg procedure on (B)(6) 2019. The patient had a complication due to a suture that pulled through. The patient ended up at another facility because the doctor was not in town and the [stomach] perforation was fixed laparoscopically. Pneumothorax but no esophageal perforation."